Event description:
It was reported that a pt underwent a total pelvic floor repair procedure and an obturator sling procedure in 2008. The pt susequently developed a 5 mm mesh exposure in the posterior vaginal wall near the perineum beginning of the month. The following month, the pt underwent a mesh revision, perineorrhaphy, and a posterior colporrhapy in the or. Currently, there is no mesh exposed and the site is healing well.

Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.